Manufacturer narrative:
(B)(4). The loading device was returned to the factory for evaluation. Evidence of blood was observed on the device indicating clinical use. The delivery device, seal and tension spring assembly were not returned. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube we unable to be taken. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not go into the delivery tube. A second and third replacement device was opened, which also experienced the same issue. Finally a fourth replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 01:15 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not go into the delivery tube. A second and third replacement device was opened, which also experienced the same issue. Finally a fourth replacement device was used to complete the procedure. The hospital did not report any patient effects.